Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests. The agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged a discrepant result with the cobas® liat® sars-cov-2/flu test (scfa) for use on the cobas® liat® system. On (B)(6) 2021, the initial patient¿s sample was tested using the cobas® liat® system (B)(4) and generated sars-cov-2 negative, flu a negative, and flu b positive. A first repeat, of the same sample test was performed using the same system and the results were negative for all 3 targets. A second repeat of same sample was sent out to a sister laboratory, and was tested using the genexpert cepheid, and the results were negative for all 3 targets. All results were reported to the patient and or medical personnel. No harm is alleged. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
Instrument data received on the liat serial number (B)(4) confirms the allegation. The investigation result showed viral material near the lod of the assay, either from low titer samples or a low level of laboratory contamination. Furthermore, the influenza b, lod as well as the strains detected differs significantly between the cobas® sars-cov-2 & influenza a/b test on the cobas® liat system and the cepheid genexpert. The influenza b lod for genexpert is claimed at (B)(4). As such, results with one assay may not be reproducible with a different assay. Please see the method sheets of each assay for comparison. In totality, the information provided within the current case supports the conclusion that the samples likely have a low level of viral rna present where results may waiver. The analyzer is performing well and the test is working as intended. (B)(4).